Event description:
Caller reported tandem mobi cartridge alarm occurred during the load process. Blood glucose level did not exceed 500 mg/dl. Technical support instructed caller to remove the cartridge from pump and deliver a 9-unit bolus, which completed successfully. Caller was assisted in loading a new cartridge and successfully resumed insulin therapy. Issue was resolved with no reported impact on blood glucose level.